Event description:
During the service performed at the customer site, the thermogard console (sn (B)(6) failed to detect that the pump lid was closed. No patient involvement.

Manufacturer narrative:
During the service performed at the customer site, the thermogard console (sn (B)(6) failed the pump lid sensor test as the console could not detect that the pump lid was closed. The root cause of the observed issue was the defective hall sensor in the pump raceway assembly, likely attributed to failed component(s). The pump raceway assembly was replaced to address the observed issue. Following the service, the thermogard console passed the final functional, calibration, and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for the thermogard console with sn (B)(6).